Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the limit control valve to be defective. Fsr replaced the limit control valve and performed 2k preventive maintenance. Ventilator passed performance check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator shuts off during set up, unknown if there was a loss in pressure. The customer confirmed that there was no patient involvement associated with the reported event.